Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stem extension, catalog # 00598801215, lot # 62382612. Nexgen stem extension, catalog # 00598801215, lot # 62448487. Nexgen headed screw, catalog # 00579104100, lot # 62322511. Nexgen headed screw, catalog # 00579104100, lot # 62293341. Rotating hinge tibial plat,e catalog # 00588000500, lot # 62382473. Rotating hinge knee femoral component, catalog # 00588001602, lot # 11010060. Foreign: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2019-00049, 0002648920-2019-00050, 0001822565-2019-00294, 0001822565-2019-00295, 0001822565-2019-00296, 0001822565-2019-00298.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to soft tissue deficit.